Event description:
(B)(4). Initial info was reported by a physician via a company sales rep on (B)(6) 2008: the physician reported that a (B)(6) female pt received treatment with poly-l-lactic acid (sculptra) (lot # not provided) on unspecified dates, several treatments in the past and one on (B)(6) 2008. The pt feels that there are "lumps all along her face." The physician reported that the lumps developed shortly after the injection on (B)(6) 2008. The pt described it as papules, however, the physician could not see or feel the lumps, and did not consider them significant. The pt also felt that the poly-l-lactic acid was not working as well as it previously had. The physician indicated that she has been administering the poly-l-lactic acid every 2 weeks. No treatment measures taken at time of report. Outcome unk. Medical history reported as "history of cosmetic surgery." Concomitant medication reported as none. No further medical info reported. Additional info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.